Event description:
An asymptomatic right pneumothorax was detected by routine chest x-ray on the day of implant. The next day, patient developed right-sided chest pain and was treated with a medication change during a prolonged hospital stay.